Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by acute mi which was treated by implantation of one endeavor sprint drug eluting stent into the lad. Approximately 9 months post index procedure, the patient suffered acute anterior myocardial infarction. Stent thrombosis in the lad was also confirmed. The patient was treated with implantation of a non-mdt stent into the lad. The patient recovered. The investigator assessed this event as not related to the study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.